Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead implaned: (B)(6) 2001. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had fractured. The rv lead was capped and replaced. The right atrial (ra) lead triggered a warning for low impedance. The patient was reported to be in atrial flutter. The ra lead remains in use with continued monitoring. No further patient complications have been reported as a result of this event.